Event description:
From a box of 10 syringes 3 of the safety devices on the syringe failed. The needle did not retract up into the syringe, leaving the needle exposed & a greater potential for injury. Lovenox 30 mg/o.3ml single dose syringe with automatic safety device for subcutaneous injection.